Event description:
The tip of the needle broke during use on patient. The whole needle could be taken out of patient, not parts were left. The tip of the expressew 3 was noticed to be crooked/bent slightly. Though the functionality of product was still provided, as the expressew needle of this product broke (see above), then both (needle and sew) were replaced with same like product. Surgery could be finished without further problems - no patient harm. Our affiliate indicated the procedure occurred sometime in (B)(6) 2014, on an unknown day. See associated medwatch # 1221934-2014-00069.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and visually inspected. Visual observations revealed that the upper jaw of the passer has been bent outward, confirming the reported failure. This type of failure has been historically attributed to blunt force impact/ mishandling, a user issue. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended. This procedure was repeated approximately 15 times to ensure continuity of function and no anomalies were noted. The damage to the upper jaw did not impact the functionality or cause the needle to break and therefore can be ruled out as a cause of the needle break. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The tip of the needle broke during use on patient. The whole needle could be taken out of patient, not parts were left. The tip of the expressew 3 was noticed to be crooked/bent slightly. Though the functionality of product was still provided, as the expressew needle of this product broke (see above), then both (needle & sew) were replaced with same like product. Surgery could be finished without further problems - no patient harm. Our affiliate indicated the procedure occurred sometime in (B)(6) 2014, on an unknown day. See associated medwatch # 1221934-2014-00069.